Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the escape button was not functional on the insulin pump. It was also found the customer received a weak battery alert when a new battery was inserted. Customer's blood glucose was 108 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed the displacement, operating currents, self test, and off no power tests. No weak battery alarms noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.